Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Isometric testing was performed, which revealed noise and an increase in shock impedance measurements, from 89 ohms to 97 ohms. While the patient was resting, the measurements returned to 89 ohms. It was noted that the system was reprogrammed. Technical services (ts) recommended performing an x-ray and additional isometric testing. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.